Event description:
As reported through edwards (B)(4) affiliate, the sapien valve was malpositioned during a pulmonic procedure on a (B)(6) patient with a history of tetralogy of fallot. The sapien valve was removed and replaced with a surgical valve. This patient had multiple previous cardiac surgeries. She received a homograph two months prior to the thv procedure, which became stenotic because of a ¿moving¿'and ¿filling¿ hematoma. Two different stents (one non covered and one covered stent) have been placed. The diameter was 24.8. The covered stent was ¿flattering a little larger¿ at the proximal part the retroflex catheter was introduced and placed in the middle of the stent. Once starting the slow inflation, the valve was moving down. Trying to push the valve more distal was not successful. After deflation of the balloon the valve moved proximal to the stent. Several attempts made to reposition the valve were unsuccessful. The patient went to surgery, the sapien was removed and a non edwards surgical valve was put in place. 24 hours later the patient was doing well and extubated. Per report, the cause of the event was that the valve was positioned too ventricular.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, there was no allegation of device malfunction. It was indicated that the event was a ¿procedural complication¿. At this time, the sapien valve is not indicated for placement in the pulmonic position, this indication is under ide. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition in the pulmonic position, including improper positioning prior to deployment, poor coaxial alignment of the valve/delivery system, and significant pre-existing stenosis. In this case, the cause of the malposition of the valve cannot be confirmed; however, it was reported that it was due to the valve being positioned too ventricular. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.